Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed with a no disposable alarm and would not run, and the alarm could not be resolved. The medication being infused was 5-fluorouracil (5-fu) with programmed rate at 2.2 ml per hour, the remaining volume was 10.2 ml, and volume given was 91.8 ml. The event occurred during infusion, with patient involvement and no harm.